Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, vich 13.2, 7 .00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens which resolved the problem. H3 - device evaluation: the lens was returned dry in a vial. Visual inspection found the lense in pieces, unable to evaluate. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vich13.2, 7.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. The lens was replaced on the same day with a shorter length lens which resolved the problem.